Event description:
Patient came into the ER. The patient stopped breathing with no heartbeat quickly. Physician started triple lumen central venous catheter. Thought it was venous. After a transfer to ICU, nurse noted bright red blood backing up in tubing. IV's (levophed and normal saline) stopped in cvc immediately. Abgs drawn. Abgs came back with po2 300. Determined line was arterial instead of venous. Triple lumen then changed to artline by physician. Patient's condition continued to decline. Unsure if this contibuted to death.